Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by providing the caller with pump reset information, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the problem reappears.